Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the promus element, mr, ous 2.25x28mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the proximal struts were bunched, overlapping and distorted. The first most distal strut showed signs of opening. This type of damage is consistent with positive pressure having been applied to the balloon. If positive pressure was applied to the balloon, prior to the physician's attempts to cross the lesion, then this would contribute to the difficulties experienced as the profile of the stent would be compromised. The balloon cone profiles were reviewed and found balloon wings on both distal and proximal end were not tightly wrapped, positive pressure had been applied to the balloon and hardened medium was also visible in the balloon body. A visual and tactile examination found several hypotube kinks along catheter shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the distal edge of the tip. The type of damage evident is consistent with resistance being encountered during advancement and subsequent withdrawal of the device over the guidewire. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-jul-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified coronary artery. A 2.25x28mm promus element drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.